Event description:
Because the patient reported skipping the step of washing the abdomen with soap and water prior to insertion, which may have contributed to the reported large, red and hot lump requiring antibiotic treatment.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injuryRequest was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.